Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 - date of product received. H6 - codes updated to imdrf codes. Visual inspection : the scrdriver-hex-small w/hold-sleeve (part #: 314.020, lot: 9853814) was received at us cq. Upon visual inspection at cq, it is observed that the hexagonal tip of the screwdriver was stripped and worn. It was missing the holding sleeve component and also slight rust was seen on the device. Dimensional inspection: dimensional inspection cannot be performed at cq due to the post-manufacturing damage. Document/ specification review: the following relevant drawings were reviewed during the investigation: screwdriver: se_481096 rev. F/h. Holding sleeve: se_450924 rev. B/d. Investigation conclusion: the complaint is confirmed. For the returned device. No definitive root cause can be determined based on the provided information. No definitive root cause could be determined based on the provided information, but the potential root cause of the could be fair wear and tear from the repeated use and sterilization cycles. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the small hex screwdriver¿s hex was found worn and it¿s too round to be used. It was unknown if there were any procedure and patient was involved. This complaint involves (1) device. This report is for (1) scrdriver-hex-small w/hold-sleeve. This report is 1 of 1 for (B)(4).